Event description:
It was reported that two different left ventricular (lv) lead models were attempted and not implanted due to elevated thresholds and diaphragmatic stimulation. An lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).